Event description:
It was reported that during preparation for an unspecified procedure, the subject device presents an error message. The reporter also relayed the device is fine after shutting down and restarting. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device presents an error message. The reporter also relayed the device is fine after shutting down and restarting. There were no reports of patient harm.